Event description:
A pt returned to the physician approximately five days post angio-seal deployment to seal the arteriotomy site following a left heart catheterization. The pt presented with a reddened, hot, painful, raised area at the groin site. Oozing was present from the site; culture results were positive for gram positive cocci. The pt was placed on antibiotics.